Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, about 5 hours later, power output was distributed from the shaft about 1cm from the distal end, and the shaft got melted. The new device was opened, but the issue was duplicated within an hour. The new device was opened again and it worked fine. There was no patient injury.